Event description:
It was reported that the left ventricular lead was attempted to be implanted, but was not used as a stable lead position could not be obtained. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. All conductors had blood/body fluid, not obstructed.